Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported via medwatch (B)(4) : iabp (intra-aortic balloon pump) would not go through the sheath. New (intra-aortic balloon pump) iabp inserted without issue. There was no reported injury to the patient. Date of event : (B)(6) 2019.